Event description:
It was reported by the repair center that the unit as alarming/red light, and the primary cause of the malfunction is due to the pilot valve being contaminated. No patient injury reported, no additional information provided.